Event description:
Customer reported that the pump's touchscreen was unresponsive, preventing them from interacting with it. There was no reported impact on the customer's blood glucose level, as the specific value was unknown. No additional information was received regarding any corrective actions or outcomes resulting from this issue.